Manufacturer narrative:
Product event summary: the lead was returned with no information. The lead serial number was missing and with severe damage. Analysis was performed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer with no information and additional information is unable to be requested. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.